Manufacturer narrative:
(B)(4). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to death for an unreported reason. The cause of death was reported as sepsis. It was reported, 3 days prior to death pd therapy was discontinued per the patient¿s request. It was not reported an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.